Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/investigation. The lot number has not been provided. A f/u report will be submitted when the eval is completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The wire was frayed. The physician used the wire to introduce a catheter into the pt. The wire was withdrawn and while the technologist was wiping the wire with a sponge, he felt the sponge catch on something. The wire was inspected and a defect was noticed. The wire was not used after that. There was no harm or injury to the pt reported.